Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique/not washing hands during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (the same day) which had polymicrobial growth of klebsiella pneumonia, proteus miribalis and escherichia coli (e. Coli). The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with vancomycin, ceftazidime and ceftriaxone (dosing not provided). However, per the nurse, the patient continued to experience abdominal pain despite receiving antibiotic therapy. As a result, the patient was hospitalized on (B)(6) 2026 for peritonitis infection. The nurse could not provide if the patient had a repeat pd culture in the hospital. The nurse indicated that the patient was receiving antibiotic therapy utilizing gentamycin and zosyn ip (dosing not provided). Additionally, the patient was switched to hemodialyis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient not washing hands/breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction: b.2.

Event description:
It was reported by a peritoneal dialysis (pd) nurse this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting nurse stated that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. The patient had a pd culture obtained (the same day) which had polymicrobial growth of klebsiella pneumonia, proteus miribalis and escherichia coli (e. Coli). The patient was diagnosed with peritonitis and was initiated on antibiotic therapy with vancomycin, ceftazidime and ceftriaxone (dosing not provided). However, per the nurse, the patient continued to experience abdominal pain despite receiving antibiotic therapy. As a result, the patient was hospitalized on (B)(6) 2026 for peritonitis infection. The nurse could not provide if the patient had a repeat pd culture in the hospital. The nurse indicated that the patient was receiving antibiotic therapy utilizing gentamycin and zosyn ip (dosing not provided). Additionally, the patient was switched to hemodialyis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient not washing hands/breach in aseptic technique during the pd exchange.